Event description:
It was reported there was a connection problem between the lead and the extension. Two days after the device was implanted it was reported only four out of eight contacts showed "correct" impedances. The patient had a revision surgery the day of report and it was reported there was a connection problem between the lead and the extension. The extension was also reported to have been damaged using coagulation during dissection. It was also reported the healthcare provider had difficulty connecting the lead and the extension. The patient's extension was reported to have been replaced and reconnected to the lead. The patient reportedly recovered with no injury or adverse event. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: extension. (B)(4). Final device analysis of the extension revealed the following: no significant anomaly found. The outer insulation of the extension body was melted (suspected cautery artifact).the extension was electrically okay. The distal connector of the extension met the insertion and withdrawal force specification for the insertion and removal of a lead.

Manufacturer narrative:
(B)(4).